Event description:
It was reported that a flogard infusion pump has a battery that lasts less than 30 minutes. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The device was visually inspected and functionally tested. The reported condition of the battery lasting 30 minutes was confirmed. The cause of the reported condition was due to defective main batteries. To resolve the issue the main batteries were replaced. If any additional relevant information is received, a follow-up MDR will be sent.